Event description:
It was reported the patient had magnetic resonance imaging (MRI) last week. One to two days post MRI, the pump was interrogated and a dose increase was programmed. On (B)(6) 2014, the patient followed up with the physician. The patient experienced withdrawal symptoms and increased pain. The physician interrogated the pump and a motor stall and pump period may exceed tube set message were noted. The physician programmed a dose increase in an effort to "jump start" the pump. On (B)(6) 2014, the patient went to urgent care and the motor stall and pump period may exceed tube set messages were noted. The patient is scheduled for a pump replacement (B)(6) 2014. Additional information was received. The patient's pump has not yet been replaced as per the physician. They were not able to schedule the patient on (B)(6) 2014. The patient has been scheduled for (B)(6) 2014. The patient is on oral pain medications until the pump is replaced. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported upon follow up with the patient¿s managing health care provider (hcp) in an attempt to get an update regarding the event, the patient actually suffered a stroke and passed away as a result of the stroke. No further information was provided from the hcp.

Event description:
It was later reported that, to the reporter¿s knowledge, the patient¿s pump had not been replaced as of the date of this report. The patient¿s medical status prior to the report, cause of the stall, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.